Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included arginine;cyanocobalamin; dexfosfoserine;folic acid;threonine;tryptophan, l- (record b12 complex), cetirizine hydrochloride, cholecalciferol (vitamin d3), curcuma longa;piper nigrum (natures way superfoods tumeric), echinacea purpurea, levothyroxine sodium (levoxyl), magnesium oxide, naproxen, sambucus nigra fruit (elderberry) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure ` inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and menstruation irregular ("irregular cycles"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084197) on 07-mar-2019. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included arginine;cyanocobalamin;dexfosfoserine;folic acid;threonine;tryptophan, l- (rekord b12 complex), cetirizine hydrochloride, colecalciferol (vitamin d3), curcuma longa;piper nigrum (natures way superfoods tumeric), echinacea purpurea, levothyroxine sodium (levoxyl), magnesium oxide, naproxen, sambucus nigra fruit (elderberry) and vitamins nos (multivitaminum). On (B)(6) 2014, the patient had essure ` inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and menstruation irregular ("irregular cycles"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included arginine; cyanocobalamin; dexfosfoserine; folic acid; threonine; tryptophan, l- (rekord b12 complex), cetirizine hydrochloride, colecalciferol (vitamin d3), curcuma longa;piper nigrum (natures way superfoods tumeric), echinacea purpurea, levothyroxine sodium (levoxyl), magnesium oxide, naproxen, sambucus nigra fruit (elderberry) and vitamins nos (multivitaminum). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and menstruation irregular ("irregular cycles"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.